Manufacturer narrative:
Additional information reported that the amphirion balloon was well torn longitudinally, which generated a dissection on the artery and the pause of a stent was mandatory to plug this dissection. The amphirion balloon does not remain in the artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of an amphirion deep balloon for percutaneous transluminal angioplasty the balloon burst longitudinally at nominal pressure. The event was associated with a calcified lesion in the mid-section of the left posterior tibial artery, which exhibited moderate tortuosity and calcification. The balloon was prepped according to the instructions for use, and no issues were identified during this process. When the device was taken out, it turned out that the balloon remained inside the artery. This required a longer intervention time and the use of many other medical devices in order to try to recover the ball. The surgeon was unable to remove the entire balloon, so he placed a stent. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.